Event description:
It was reported that during pt arrest, the device gave only motion detect alarms. The paramedics arrived, placed new electrodes and assumed care. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control continues to investigate the reported event.